Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 4 months after the dental implants was installed in intraoral region #27, it was verified its' non osseointegration. 235 ncm of primary stability was achieved & immediate load was not performed. Patient had bone type ii.